Event description:
Reportedly, the device did not switch from aai to ddd pacing in accordance with the aaisafer specifications: in one episode, the device used the pause criterion whereas the device should have switched after two p waves blocked.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. (B)(4).